Event description:
The pt had her original primary knee done in 1986. In 1994 the started complaining of severe pain. Revision surgery revealed the anterior medial aspect of the plastic was broken off. Female is 80 yrs old.